Event description:
Patient reported issues with the veletri cassettes we sent them while in the hospital, patient says there was too much pressure in the cassettes with the veletri in them so they had to toss 7 mixed cassettes. Lot numbers of defective cassettes are unknown. No further information is known. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? Unk; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Ongoing. Reported to (B)(6) by pt/caregiver.